Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no information available at this time ot suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated sixteen times during the event. The patient was transported to the hospital by ems during the event. At 21:22:08 the patient degraded from bradycardia to asystole. The lifevest delivered (B)(6) treatments between 21:36:41 and 23:04:13 during asystole. Oversensing of low amplitude cardiac signal and CPR artifact/motion artifact contributed to the false detections. Treatments #10 through #16 were low energy (6-7 joules). The low energy pulses were likely due to the lifevest's garment being open while CPR was being performed. The patient remained in asystole following the treatments. One non-lifevest defibrillation was performed by hospital staff at 23:09:26 during asystole. The patient remained in asystole during the event. The lifevest electrode belt was disconnected at 23:11:17. Ems/hospital staff reportedly cut the electrode belt off of the patient. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.